Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision after approximately 2 weeks as the cup was reported to have spun out.

Manufacturer narrative:
Per -2954 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation, however, none has been provided and thus the scope of this investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after 13 days as the cup was reported to have spun out.